Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to inflate could not be tested due the separation. The reported separation was confirmed. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation determined the reported separation and failure to inflate appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex artery that was 100% occluded and moderately calcified. A stent was deployed in the vessel. The nc trek rx was being used for post-dilatation but completely failed to inflate. When the device was being removed from the anatomy, the body of the trek separated in two pieces outside the patient. It was reported that the device was only flushed and not submerged in saline prior to use. A new, same size nc trek was used to complete the procedure. The device was prepped outside the anatomy prior to use and the contrast ratio to saline was 50/50. There was no resistance during removal of the protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.